Event description:
International affiliate reports the tip of the ball tip feel broke off from the instrument during surgery. The broken tip was not left in the patient. Affiliate reports there was no harm to the patient and no resulting delay. The procedure went on without interruption.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture dates: feb 17, 2006; mar 24, 2006. Examination of the returned ball tip feeler confirmed that the tip of the ball tip feeler had broken. Review of the device history record found no discrepancies. The lot was released meeting all quality requirements. A 12 month complaint trend analysis found no emerging trends. The root cause cannot be positively determined. However, scanning electron microscopy shows evidence of plastic deformation and a rough/grainy texture along the entire surface, indicating a static bending fracture at the distal tip of the probe. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action is required at this time as there has been no issues identified in the manufacturing or release of this device, therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.